Event description:
It was reported that the camera head's lever was missing. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on coupler unit and coupler unit was loosened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction missing lever was due to a loosened coupler unit. Additionally, the malfunctions identified during the investigation is traced to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.